Event description:
Additional information - it was reported that the right ventricular lead was capped and replaced on (B)(6) 2021 due to the high pacing impedances. The patient was in stable condition during and after the procedure.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented with an impedance out-of-range alert. The right ventricular lead exhibited high impedance as it was determined that it was most likely due to a physiological issue. No intervention was performed. No patient symptoms were reported.